Manufacturer narrative:
Unknown/ not provided manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had a posterior capsular tear of unknown eye. A vitrectomy was performed with sutures directly following the occurrence. No additional information was provided.